Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 48 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours, is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.